Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed.analysis of the device memory indicated right ventricular (rv) lead undersensing information. There was possible rv undersensing observed at the end of episode 79. It was also noted that there was a r-wave amplitude measurement issue. Between (B)(6) 2014 and (B)(6) 2016, the r wave amplitude measured between 1.875 and 5.125 mv.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device failed to treat ventricular fibrillation (vf) during a coronary procedure. The patient required external shock to terminate the arrhythmia. Review of the episodes showed some undersensing on the right ventricular (rv) lead. R-waves measured below normal range. Reprogramming was performed. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.